Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the critical block and inverse critical block did not add to zero. The customer's blood glucose reading was 130 mg/dl. The customer reported 2 pump error alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. We monitored for 24 hours and no unexpected pump error 15 noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay.